Event description:
My 1 year old resmed airsense 11 produced toxic odor. Cleaned water chamber as directed for specific cleaning, but smell continued from machine. Same odor is present in my sweat, my fingers, my furniture, and my urine. The supplier, adapthealth, replaced the machine with a new airsense 11 on (B)(6) 2023, but I continued to use the old airsense 11 from the time the problem occurred, until (B)(6) 2023, because of severe obstructive sleep apnea.